Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had a bentec cross in the past but the site was complaining that it was not stiff enough and asked if they happened to have a cross or replacement for surgical drain t-tube 16fr item #0099830.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inspection results (measurement, testing data) not verified by iqa assignee error of inspector". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required because labeling could not have prevented the reported issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a bentec cross in the past but the site was complaining that it was not stiff enough and asked if they happened to have a cross or replacement for surgical drain t-tube 16fr item #0099830.